Event description:
It was reported that during surgery, the drill bit broke and was left in patient, however, no harm was done and surgery was successful. There was a 1 minute delay when the drill bits were switched out. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. Event date: unknown. Additional product code hsz. Device is an instrument and is not implanted/explanted. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 2.5mm drill bits was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.